Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be exiting the infusion set tubing during the load fill tubing sequence. There was no adverse impact to customer's blood glucose level. A cartridge change was performed resolving the issue.